Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. The product was manufactured on 9/18/2013. A sample was received for evaluation. After a visual inspection, the issue reported was confirmed. A visual inspection was performed in accordance to procedure. The root cause analysis determined that the cause was a lack of solvent (thf) during the bonding process. Since this is a manual operation the condition could be originated due to a lack of solvent (thf) between the tip connector to the bolus tip and hollow rod connector. As a mitigation plan: the production personnel were notified about the condition. The acceptable quality level (aql) for the sub assembly inspection was moved from normal to a tightened functional inspection. A quality alert was posted in the line to reinforce the manual assembly and to bring awareness to the operators about the most critical sections that must be covered with enough thf. To improve the bonding process a new fixture will be designed to improve and standardize the thf solvent application between the tip connector to the bolus tip and hollow rod connector. A new fixture was placed in the assembly line to control the length of the connector. This action will detect the connectors that do not meet the minimum length. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a feeding tube. The customer reports during use on a patient, leakage from the connector was found after 17 days of use. The product was replaced. During replacement, the guide wire was intubated through the catheter and the catheter was removed from the patient. The tip of the catheter was found missing. It was found to have remained in the patient's duodenum. They tried to remove it endoscopically but they could not. The tip was left inside the patient. The patient is under observation. Upon further clarification from a covidien clinician, the reported incident is more clearly described as, after removal of the ng tube noted to be leaking at the connector, the user found that the tip of this ng tube had broken off. Removal of the ng tube was performed using a guide wire. An attempt to remove the ng tube¿s tip via endoscope was unsuccessful and the tip was left in the patient¿s duodenum. The patient remains under observation.

Manufacturer narrative:
Submit date: 01/06/2015. An investigation is currently underway; upon completion, the results will be forwarded.